Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d4 (version or catalog#), d11, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this reported event. However, a local getinge authorized distributor performed service repairs to the unit involved in this reported event. The local distributor engineer evaluated the unit for the reported display issue and determined that the top display needs further evaluation and needs to be replaced. As such, the local distributor engineer ordered a replacement top display, and upon receipt, repairs can continue. The local distributor engineer then performed all pm, all functional and safety checks to meet factory specifications. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted when this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had black spots and faded on the right and left bottom corner of the display. Notably, no signs of physical damage was found. There was no patient involvement, and no adverse event reported.